Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared and approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2016. On (B)(6) 2021, during a follow-up, the estimated residual longevity was 1 year and 6 months. An excessive consumption of the device was suspected. Preliminary analysis results showed that based on available data, no issue is suspected regarding the estimated longevity of the device. Consumption estimations did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2016. On (B)(6) 2021, during a follow-up, the estimated residual longevity was 1 year and 6 months. An excessive consumption of the device was suspected.